Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker battery had reached elective replacement indicator. There was also a possible sensing issue noted. The device was explanted and replaced. Additional information was requested but not yet received.

Manufacturer narrative:
Correction: please retract this report 2017865-2020-13790. There was no sensing issue noted, nor any malfunction. The device was explanted only due to regular battery depletion.